Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2016, the lead was explanted and replaced. The patient became slightly hypotensive due to blood loss during the surgery. The patient received treatment for the hypotension. Patient's hemodynamics were stabilized prior to discharge.